Event description:
The customer reported on the medwatch report "pulse oximeter flatlined on monitor. Noticed on central monitor but did not alarm. Went into room and baby was resting comfortably. Saturation monitor was still on foot and properly positioned." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor passed continuity and functional testing. Spo2 and pulse rate values were able to be obtained on the lab monitor. During additional testing, the sensor obtained continous readings throughout the testing period. The sensor functioned as designed.